Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to no power on. Case opened for interior and battery inspection was performed and failed due to no moisture damage, found damaged battery, crack solder on ic pins. The log was downloaded and found rtt loss is an indication that the allegation did occur. The allegation was confirmed. The probable cause was determined to be receiver damaged battery. No injury or medical intervention was reported.